Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit in question. The technician could not confirm the described failure. The technician said that the customer used both circuits (cardioplegia and main side) to cool the patient. When both sides are being used like that, the compressor is not making ice. So the device worked within its specifications. The machine was tested, both sides cooled and heated properly. The unit passed all functional and safety tests per factory specifications. A supplemental medwatch will be submitted if new information has been received.

Event description:
It was reported that the hcu 30 makes no ice during a procedure. They had to replace the machine with another. There were no negative consequences to the patient reported. (B)(4).